Event description:
It was reported the pen is broken and the screen is cracked/broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the overlay to the screen was cracked, no fault was found with the screen. The stylus was able to be calibrated with no fault found, could not confirm the pen was broken. It was noted that the device left antenna test failed, it was found that the cable to the antenna was broken loose. (B)(4).